Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc wing needle was slow to retract when testing device. The following information was provided by the initial reporter:¿ needle did not retract promptly, and catheter would not thread off needle when inserting peripheral IV. There is a significant glitch when pressing the retract button. I had to pull the needle all the way out, exposed, before it would retract. I tested a couple others with the same lot number; they were slow to retract.¿ kindly provide the date of event. (B)(6) 2025 any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None to my knowledge.

Event description:
Is there any issue with this material #381412. Lot: 4292347 I opened several with the lot. They retracted with no issues. The catheter surfaces are not smooth near the tip.

Manufacturer narrative:
Correction: event update to change as reported code to needle & catheter tip integrity as customer stated in follow up that catheter tip is not smooth.

Manufacturer narrative:
Our quality engineer inspected the photographs and samples submitted for evaluation. The report of delayed needle retraction was confirmed, and the cause appeared to be manufacturing related. Used and unused 24g insyte autoguard units were provided for investigation from lot #4292347. Two photographs were also provided for investigation. A functional test of the used samples revealed no damage or defects. A functional test of the unused representative samples revealed retraction times that exceeded the specification. The delayed retraction appeared to be associated with dispersed gel between the flash chamber and the grip. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure of retraction issues and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information.